Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2009; 8709sc catheter, implanted: (B)(6) 2011; 8637-20 neuro pump, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible far field r-wave (ffrw) oversensing seen on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.